Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level of 385 mg/dl with high levels of ketones. Customer¿s healthcare provider identified the ketones as dangerous. Cause of high bg was not known. No issues were observed with the infusion set tubing or cannula at the time of the event. Bg was resolved after being treated with intravenous fluids of saline and glucose. At the time of the report, the customer remained in the hospital and no permanent damage had been sustained. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.